Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience sierra is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a mildly tortuous, non-calcified, and de novo proximal right coronary artery (rca)that was 100% stenosed. Patient presented with st elevated myocardial infarction(stemi). Direct stenting was performed with a 4.0 x 33 xience sierra stent and a non-abbott 4.5 x15 balloon catheter was used for post-dilatation. The angiography showed good results and the patient was admitted to the coronary care unit (ccu) for after care. Then 90 minutes later, the patient complained about chest pain. An electrocardiogram (ECG) showed elevations in the inferior wall. Reoppro IV was given to the patient and returned to the catheter lab. The angiography showed a thrombogentic occlusion in the rca. Thrombosuction was performed and the flow returned. A bolus reopro was given to the patient and the stent was dilated with a 5.0 unspecified balloon. The flow was restored (timi flow 3). Patient returned to the ccu, with reopro IV. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of angina and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.